Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that his first implant surgery was unsuccessful. The patient reported that he had epidurals and the ins was effective initially but the pain reached a point where it was bad. The patient reported that ¿the screws came loose and came out¿ and he continued to use it as it provided some relief but he had the second surgery to fix this. The patient reported that the doctor ¿bolted it to the pelvis¿ in the second surgery. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had set up an appointment with their primary healthcare professional and a manufacturing representative would be present.